Manufacturer narrative:
The device was not returned for evaluation. A potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon. Gently, insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If the tails, contact an adequately trained professional for assistance as detected by hospital protocol."

Event description:
It was reported that the health professional tried to remove the foley catheter from the patient, however, after attaching a syringe to the catheter balloon port there was minimal saline return (approx. 3ml). The health professional tried to attach a different syringe and deflate the balloon with the rest of the saline, but again there was minimal saline return (approx. 2ml). In consultation with a registered nurse, the decision was made to cut the catheter above the port in hopes that the balloon would completely drain the remaining saline. This did not happen. When the nurse tried to pull the catheter out, there was resistance felt and the patient stated they felt pain. The doctor was called and decided to burst the catheter balloon inside of the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the health professional tried to remove the foley catheter from the patient, however, after attaching a syringe to the catheter balloon port there was minimal saline return (approx. 3ml). The health professional tried to attach a different syringe and deflate the balloon with the rest of the saline, but again there was minimal saline return (approx. 2ml). In consultation with a registered nurse, the decision was made to cut the catheter above the port in hopes that the balloon would completely drain the remaining saline. This did not happen. When the nurse tried to pull the catheter out, there was resistance felt and the patient stated they felt pain. The doctor was called and decided to burst the catheter balloon inside of the patient.